Event description:
This report is provided to you as part of a retrospective review, per discussion with office of surveillance and biometrics (osb), and was performed as the result of recent changes/improvements made to product specific criteria developed by medtronic xomed related to our pillar palatial implants to make medical device report (MDR) decisions. Additionally, the change/improvement, which was initiated in january 2012, has resulted in an overall increase in the number of mdrs filed by medtronic xomed. It should be noted that this increase is not the result of the discovery of any new product problems, but rather the result of a broader interpretation and application of the submission criteria within our process. It was reported that an implant extrusion occurred more than 24 hours after the procedure. There was no sample returned and no patient injury reported. In addition, the event description is expanded to include the details of the attached pilar palatal implant system feedback form in which the physician stated: the patient experienced "pain or difficulty swallowing" and "implant aspiration".

Manufacturer narrative:
The implant is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstruction in patients suffering from mild to moderate obstructive sleep apnea (osa). Use of the implant involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14-gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. Device is not serialized. As the lot number provided was invalid the expiration date could not be determined. As the lot number provided was invalid the manufacture date could not be determined. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records were returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem.